Event description:
Pt experienced lung granuloma, lack of energy, headaches, arm pain, back pain, right axilla pain, arthritic shoulder and elbow, arthralgia, breast lumps, tender nipples, flu symptoms, right breast firmness and tenderness with shifting and distortion, capsular contractures, elbow pain, joint pain, morning stiffness, cervical myalgia, fibrositis, breast asymmetry and hardening, carpal tunnel syndrome, arthritis, joint swelling, muscle fatigue, breast tenderness, fatigue, general aching and stiffness, crooked implants, possible implant leakage, shoulder and arm pain.this info was submitted as follow-up 11/9/94: pt has developed rheumatoid arthritis.